Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown, implanted: (B)(6) 04-08 product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began on (B)(6) 2026. It was reported that on (B)(6) 2026, patient reported they were experiencing some pain to their pelvic they think it was because of the stimulation. It was unknown if the issue was resolved. Additional information was received from a patient. They reported that they had migration, lead moved, or wire moved and the patient was experiencing loss of therapy. The issue was not resolved and was still ongoing. The patient reported that the ens repeatedly fell yesterday despite securing it with tape gauze. The device continued to fall, became tangled, and the wires were pulled out, which they noticed early this morning. They were now receiving a ¿communication error ¿ cable not attached,¿ and therapy was no longer working. The patient they did not receive a securing belt shown in the catalog, they believed that this may have prevented the issue. They were advised to contact their physician, and the manufacturing representative (rep) had been notified.